Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not circulating correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) indicated maintenance was not done on this cooler heater unit. It is an old unit only used as a back-up. The biomed stated the cardioplegia recirculating indicator light was illuminated.